Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 1998. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 1998. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. On (B)(6) 2015 a radiograph of the abdomen revealed the greenfield filter projecting at the level of l2-3.